Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error was noted when interrogating this device. Boston scientific technical services (ts) noted that the da error indicates that the device found and corrected an issue in memory, this is a part of regular device self-check function. Irregularities can occur due to exposure to radiation, and device automatically corrects and provides this error code to inform us. If it happens more than once, may be something other than random occurrence and could warrant further investigation, note that device does have further alert trigger for multiple occurrences. Ts noted that when this occurs just once this can be benign. No further information was provided, this device remains implanted. No adverse patient effects were reported.